Manufacturer narrative:
Findings: no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to unresponsive buttons. Pump had moisture damage on electronics. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 94 mg/dl. The customer stated that the numbers kept ramping up and see some fluid in the screen. The customer stated that the device fell in the tube. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.